Event description:
Reportedly, an inappropriate atp was delivered to the patient.

Manufacturer narrative:
Based on the data available, no oversensing was observed and tachychardia episodes were also observed around 2-3 weeks after the event date. In addition, in the therapy history field, before and after the atp delivery, several slow vt were seen by the programmer. No lead issue is suspected (normal impedance and no oversensing). However, the atp should be delivered in the hear rate is above 175 bpm and in this case the atp has been delivered when the heart rate was of 187 bpm. The atp delivery seemed to be appropriate but we could not affirm it with certainty since there is no data available on the event date.

Event description:
Reportedly, an inappropriate atp was delivered to the patient.